Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave and r-wave oversensing during an untreated event where there was significant amplitude changes. Technical services (ts) was contacted, and ts thought it might be due to an intermittent bundle branch block. Ts discussed programming changes with the field representative. Undersensing was also reported. The s-ICD system remains in service. No adverse patient effects were reported.